Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer did not pair the mobile application with insulin pump. Troubleshooting was performed. No harm requiring medical intervention was reported. The product will not be returned for failure analysis.

Manufacturer narrative:
Analysis summary: an attempt to reproduce the reported event on smartphone android app: minimed mobile app (software version 1.3.1) on galaxy s9 (android 10) with 780g pump (software version 6.7) was not reproduced. From app log analysis, a few cases of supervisor_timeout were found. The reason for failed disconnect attempts is the supervisor_timeout error returned by os. Supervisor timeout in substance means that the phone did not receive any messages from the pump in the defined period (approximately 30 seconds). The software performed as expected per specification - ble connect ios and android mobile software requirements specifications, 10938329doc. In addition, the most likely cause of the disconnect is related to the supervisor timeout error which can be caused by the following: another application is interfering with the mmm application. Bluetooth stack implementation. Pump software . Radio interference. Distance increased between android device and a pump. Helpline were provided with troubleshooting steps: check userã¢â¿¬â¿¢s device battery settings so battery restrictions will not be applied to mmm app. Check that there is no permanent/periodic sources of radio/microwaves close to the pump and phone. Remove the pump from the list of paired devices (android os). Remove the phone from the list of associated devices (the pump) turn bluetooth off, then on. How to fix samsung galaxy s21 bluetooth connection pairing issues. Clear bluetooth app data. How to fix samsung galaxy s21 bluetooth connection pairing issues. Reset the phone network settings. Restart the phone. Reinstall the app. However, the customer did not respond and the issue was closed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
An attempt to reproduce the reported event on smartphone android app: minimed mobile app (software version 1.3.1) on galaxy s9 (android 10) with 780g pump (software version 6.7) was not reproduced. From app log analysis, a few cases of supervisor_timeout were found. The reason for failed disconnect attempts is the supervisor_timeout error returned by os. Supervisor timeout in substance means that the phone did not receive any messages from the pump in the defined period (approximately 30 seconds). The software performed as expected per specification - ble connect ios and android mobile software requirements specifications, (B)(4) in addition, the most likely cause of the disconnect is related to the supervisor timeout error which can be caused by the following: - another application is interfering with the mmm application .- bluetooth stack implementation. - pump software. - radio interference. - distance increased between android device and a pump. Helpline were provided with troubleshooting steps: - check userã¢â¿¬â¿¢s device battery settings so battery restrictions will not be applied to mmm app. - check that there is no permanent/periodic sources of radio/microwaves close to the pump and phone. - remove the pump from the list of paired devices (android os). - remove the phone from the list of associated devices (the pump) - turn bluetooth off, then on. How to fix samsung galaxy s21 bluetooth connection pairing issues - clear bluetooth app data. How to fix samsung galaxy s21 bluetooth connection pairing issues - reset the phone network settings. - restart the phone. - reinstall the app. However, the customer did not respond and the issue was closed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.